Manufacturer narrative:
On (B)(6) 2023, mentor received additional information regarding the patient's diagnosis. It was reported by the patient's breast prosthesis was found not to be deflated. Section h6-medical device problem code was updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and possible rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old female patient underwent a primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses and experienced capsular contracture (baker grade unknown) post-operatively. It was reported that the patient had rippling on both breasts and that the breast prostheses moved up while the tissue stayed down. It was also reported that the patient may have possible deflations but cannot be confirmed until the breast prostheses are removed. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the right side device.